Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to the concerns of the product. Device was explanted and replaced.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to the concerns of the product. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: not observed anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion broken plug strap particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, d9, h3, h6.